Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Medical records were provided and reviewed by a health care professional. All components were revised on 28-sept-2018 with no complications noted. Patient has previous history of infection. Device history record was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was due to patient condition. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-01338, 0001825034-2019-01339, 0001825034-2019-01340, 0001825034-2019-01341, 0001825034-2019-01342, 0001825034-2019-01343, 0001825034-2019-01344, 0001825034-2019-01345, 0001825034-2019-01347, 0001825034-2019-01348, 0001825034-2019-01349, and 0001825034-2019-01350. Concomitant medical products: vngd ssk 360 l fem 75mm catalog#: 185288 lot#: 3196888, vg 360 dst fm ag 75x10 ll/rm catalog#: 185408 lot#: 489140, vg 360 dst fm ag 75x10 rl/lm catalog#: 185388 lot#: 561030, vg 360 univ pst fm aug 75x10 catalog#: 185428 lot#: 308810, bmt 360 tib 5.0 offset adapter catalog#: 185211 lot#: 456110, bmt 360 tib tray 79mm catalog#: 185205 lot#: 428040, bmt splined knee stm v2 18x120 catalog#: 148321 lot#: 691900, bmt 360 7.5mm offset adapter catalog#: 185212 lot#: 097340, bmt 360 tib aug 79x5mm catalog#: 185225 lot#: 262380, bmt 360 tib lg cruciate wing catalog#: 185651 lot#: 102790, vngd ssk psc tib brg 14x79/83 catalog#: 183904 lot#: 871320. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent left knee procedure. Subsequently, patient was revised due to chronic granulation tissue and poorly vascularized tissues. Attempts have been made and no further information has been provided.